Manufacturer narrative:
(B)(4). Concomitant medical products- part: 163669 name: 32mm mod head cocr std neck lot: 00j3489122. Foreign- (B)(6). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this complaint. Please see associated reports: 0001825034-2017-05116.

Event description:
It was reported that a patient underwent a revision procedure approximately 2 years post initial implantation due to dislocation/subluxation. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified that the patient bent forward to tie her shoes and dislocated. X-rays received states that there is lateral positioning of the cup with respect to the pelvis. DHR was reviewed and no discrepancies relevant to the reported event were found. The information from clinical suggests that the dislocation was not related to the device but was related to the surgical technique used; therefore the root cause of the reported issue is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient experienced luxation and dislocation approximately two years post implantation after bending forward. Patient was treated with closed reduction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Concomitant medical products: g7 pps ltd acet shell 56f p/n 010000665 l/n 3445160, echo por fmrl nc 11x135 p/n 192011 l/n 844220. Reported event was confirmed by review of x-rays provided and op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. An x-ray review was performed :assessment of the imaging states : lateral positioning of the cup within the pelvis. This may often go asymptomatic but can also predispose to dislocation. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.